Manufacturer narrative:
D4. Medical device lot #: the customer reported lot #217067, but this was not found to be associated with the reported material number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that 14 of the bd insulin syringes with bd ultra-fine¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: consumer reported patient returned this box to this pharmacy, stated ink or something ran inside the barrel of syringe.

Event description:
It was reported that 14 of the bd insulin syringes with bd ultra-fine¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: consumer reported patient returned this box to this pharmacy, stated ink or something ran inside the barrel of syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023 h6: investigation summary customer returned 14 syringes 0.5ml 30ga inside a metal canister. It was reported by the consumer that " ink or something ran inside the barrel of syringe". The returned syringes were visually inspected and was bad scale marking print on all the syringes. The customer has reported ink inside the barrel most likely because of the printing ink is all around the barrel. Due to unknown batch number, no DHR can be completed. Based on the samples received, embecta was able to confirm scale marking printing issue. Unable to perform review of the device history record and leading 2lean (l2l) due to lack of batch record information. Therefore, a definitive a definitive root-cause could not be determined. See h10.